Event description:
The customer (ophthalmologist) reported: the quality of the cable is very bad. It was bought in april, and after less than 6 months, it is defective. There was no patient harm. The cable had to be replaced, which caused a delay of about 5 minutes. The customer (dr. Werth) said that nothing was "getting through the cable", referring to the cable showing no conduction or being intermittent. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).